Manufacturer narrative:
The returned sample was inspected at 10x microscope magnification. Lens had surface residuals adhered to both sides of optic body compatible with handling the lens out of sterile environment. Also, two deep scratches in the optic and a piece of optic edge were cracked at the root of one of the haptic edge (two cuts at the root of one of the haptic) were observed. The sample condition suggested that damage to the iol and haptic is a consequence of insertion and stress during explant process since the lens condition is typically observed on lenses that are explanted. No manufacturing related issue was identified for the damaged of sample received. Conclusion: the sample condition of haptic cut in the optic edge was verified in the sample returned. Also, condition is associated to iol explant process. No manufacturing product deficiency was identified. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Twenty two 1mtec30 units were visually inspected at 18¿ distance with unaided eye. Visual inspection revealed that the twenty two samples were received in its original package, all samples returned unused. Also, no product damage was observed for the twenty two cartridges returned. The twenty two samples were functionally tested. The functional test results were found with satisfactory results. No haptic and/or lens issues were observed during the testing. There is no product deficiency observed in the samples returned. The complaint unit was not returned to the manufacturer. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) which was removed and replaced in the same procedure due to cracked haptics. It was stated that the surgeon made an incision enlargement of 6mm in order to remove the lens. The intraocular lens (iol) was replaced with another lens. No additional information was provided.